Manufacturer narrative:
The device was not returned for investigation as it cannot be assured if the patient doesn't have transmittable diseases. Hence, we could not conclusively determine the root cause of the reported incident. Although the product was not returned, previous investigations found the root cause of the malfunction was due to a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that after inserting the device into the internal carotid artery leakage was observed near the syringe connection. An alternate device was used for the procedure. No injury was reported.